Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -11.50/3.5/089 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.